Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing. The device was reprogrammed and oversensing was no longer present.